Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. Based on the results of the investigation, it is likely that reported issue (damaged and lost tip) was caused by wear and tear. The loop wire at the distal end of the high frequency resection electrode wears out during use and may break, burn, or melt. However, since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. This supplemental report includes additional information added to h10. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic transcervical resection (tcr), the tip of the high frequency resection electrode was damaged and lost. A computed tomography (CT) scan was performed and viewed from various angles, but the broken device tip could not be visualized so it was thought to have went outside the patient's body. The procedure was completed successfully by replacing the device with a similar one. There were no health impacts to the patient.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital added here due to character limitation in respective field. The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.